Event description:
Customer reported one sars-cov-2 tma run, wl 000797-20210705-01, using assay lot 294803 on panther instrument sn (B)(4)which had a discrepant sample. The sample was initially positive but did not repeat when retested on another panther and two non-hologic platforms. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. The patient questioned the initial positive result, so the lab made corrections by retesting the sample; there was no associated/reported adverse events.

Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no instrument, kinetics, or reagent preparation issues; the run was very clean with consistent negative rlus. Pas determined the sample was likely low-target. Hologic field team worked with customer to address improvements to their workflow, potential causes of discrepant results, and retesting samples on different platforms. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.